Manufacturer narrative:
It was discovered that only one product, 6485-2-108, was affected by the reported event being reported under MFR report # 0002249697-2016-04062. No nonconformities were reported for the remaining devices listed in this report. If further information is received, the investigations will be re-opened.

Event description:
During the case, unpacking implant gmrs, they found that those 9 implants were contained with the black dust. Then the physician clean them with betadine and continue the case until finished.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During the case, unpacking implant gmrs, they found that those 9 implants were contained with the black dust. Then the physician clean them with betadine and continue the case until finished.